Event description:
Within 6 months of having breast implant surgery I started having very serious health problems - but didn't realize it was the implants for 9 years! Not a single physician thought it was the implants. My major health problems: joint pain and arthritis; fibromyalgia type pain; connective tissue problems; low immunity; leaky gut; food intolerance/allergies; brain fog. I used to be healthy and athletic with a lot of energy. I am almost crippled now. I had explant surgery on (B)(6) 2015 and feel better already in terms of the chronic fatigue - I have more energy. Please believe all of the thousands of women who know they got sick from the implants.